Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable after plugging it into a power converter. Customer used an alternate usb cable and the pump charged successfully. There was no reported impact to the customer's blood glucose level.